Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) did not record some episodes during a period of time. Presenting electrograms were observed afterwards, so uploads were successful. Also, anti-tachycardia pacing (atp) therapy was delivering that could not convert the arrhythmia, only after the electric shock was delivered. Finally, crt-d began pacing and the ventricular tachycardia was intermittently falling into ventricular blank after atrial pacing so not detecting ventricular sensing appropriately. The crt-d remains in service. No adverse patient effects were reported.